Manufacturer narrative:
Result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot numbers associated with this incident. Conclusions - as there was no actual returned sample for evaluation, an absolute root cause for this incident cannot be determined. A sample was not available for evaluation.

Manufacturer narrative:
Lot number unknown: the customer supplied two possible numbers for this incident, (B)(4). As lot number is unknown, device expiration date and device manufacture date unknown. Reported to the FDA, (B)(4). A sample is available for investigation but has not been received. A supplemental report will be submitted upon completion of the investigation. Awaiting receipt of sample.

Event description:
It was reported that the rn was inserting a bd insyte¿ autoguard¿ bc shielded IV catheter and felt resistance when advancing the catheter. She retracted the needle and pulled back slightly on the catheter. When she did this, she noticed blood leaking from the side of the catheter tubing. The rn then removed the catheter without difficulty but noticed it was shorter than normal. She felt the patient's arm and felt was she believed to be the remainder of the catheter. The md was notified and when unsuccessful in removing the catheter piece, the surgeon was called to evaluate the patient. No further information about this is available.